Manufacturer narrative:
Device being held by insurance company and an examination is being coordinated. A f/u report will be submitted after the exam is completed.

Event description:
A newlife oxygen concentrator was in a room damaged by fire. There were no injuries reported.